Manufacturer narrative:
Additional information was received that the patient was explanted due to discomfort.

Event description:
A report was received that the patient wants to have the entire system explanted. The patient stated that she is experiencing an uncomfortable radiating pain in her right shoulder and believes it is related to the device even though she has not used the device in the past six months. This has not been confirmed or explored by the doctor because it is secondary to the fact that the patient does not feel the device is helping her target pain areas. The explant procedure has not been scheduled.

Event description:
A report was received that the patient wants to have the entire system explanted. The patient stated that she is experiencing an uncomfortable radiating pain in her right shoulder and believes it is related to the device even though she has not used the device in the past six months. This has not been confirmed or explored by the doctor because it is secondary to the fact that the patient does not feel the device is helping her target pain areas. The explant procedure has not been scheduled.